Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip and cracked case at the reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 140 mg/dl. Customer stated that there is broken chipped on reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.